Event description:
The patient reportedly experienced a flap hematoma and infection. The infection is not device related. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly recovered. The recipient will not be reimplanted. The external visual inspection revealed cuts in the silicone overmold on the top and bottom covers as well as a severed electrode. These are believed to have occurred during revision surgery. The device passed photographic visual inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.